Manufacturer narrative:
(B)(4). Image quality degradation during clinical use of the s8-3t was reported under 21cfr 806 per z-2062-2011. Customers were informed about what actions to take in order to prevent risks to patients. The returned device was evaluated and confirmed to be associated with the issue identified in the recall. There have been no adverse events as a result of this issue.

Event description:
The customer reported that they were having image quality degradation with the s8-3t part transducer. The procedure was able to be completed with the same transducer. The issue did not affect patient outcome. No patient or use was harmed as a result of this event.